Event description:
It was reported that the right atrial (ra) lead demonstrated possible loss of capture. Surface electrocardiogram (ECG) indicated atrial capture, but the electrogram (egm) indicates atrial events independent of atrial pacing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2104. (B)(4).